Event description:
It was reported that during pre-operative impedance checks it was found that one electrode was in range. The physician was aware of this and hoped that once they cleaned off the extensions the impedances would be in range. The impedances were checked again after the battery replacement and all electrodes except one were out of range. The doctor was planning on replacing to new percutaneous leads at a later date. The battery replacement was successful. The replacement of the leads had not been scheduled at the time of the report. There were no patient symptoms reported. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 7496-51, serial# (B)(4), implanted: (B)(6) 1996, product type: extension. Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 1996, product type: lead. Product ID: 97702, serial# (B)(4), product type: implantable neurostimulator. (B)(4).